Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes that there was missing additive. The following information was provided by the initial reporter: stage: after centrifugation. Defects; discovered no separation adhesive inside the tube. Quantity: (B)(4) pieces. Impact: no other adverse effects on the patient.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing gel was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of missing gel was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing gel based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes that there was missing additive. The following information was provided by the initial reporter: stage: after centrifugation. Defects; discovered no separation adhesive inside the tube. Quantity: 3 pieces. Impact: no other adverse effects on the patient.